Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient had a multivessel interventions. The target lesion was located in the severely tortuous mid left anterior descending (lad) artery. A 2.50x8mm promus premier¿ stent was advanced through a previously implanted stent in proximal lad, however, the stent was unable to cross the lesion and the physician elected to abort the procedure. The patient was discharge. Fifteen days post procedure, the patient was brought back for an elective procedure of the same vessel. Angiography was performed and revealed that the previous stent was left in the vessel. It was then realized that the stent that was previously attempted to be implanted had came off the stent delivery system and was left in the lad undeployed. The patient was transferred to another facility to fix the lad and to complete the procedure. No further patient complications were reported and the patient's status was fine and stable.